Manufacturer narrative:
Follow up #1 05/16/2017 device evaluation: the pump has been returned to animas and evaluated on 04/27/2017 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 29.4mmol/l with no symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) was not able to complete troubleshooting of the pump. This report is being made due to the bg excursion the patient experienced due to the bg excursion the patient experienced due to an alleged history settings issue.